Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was full separation at the collar weld of the device. There was partial collar and shaft detachment with signs of twisting to the separated ends. There was blood present in the shaft of the device. The jagged edges of the detached shaft indicates that the device was likely kinked and rotated with force during handling of the device. There was no further damage or irregularity to the distal portion from the collar of the device.

Event description:
Reportable based on device analysis completed on 25aug2023. It was reported that the device was kinked. The target lesion was located in the left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, the device was kinked after entering the patient's blood vessel. The procedure was completed with another of the same device. No complications were reported, the patient status was stable. However, device analysis revealed that there was full separation at the collar and shaft detachment.